Event description:
Customer reported, the system will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the intelligent shut down board, replaced the power cord, and repaired a broken connector on the rear of the workstation. System operates as intended.